Event description:
The recipient is reportedly experiencing intermittency issues. External magnet has been exchanged. External equipment has been exchanged and programming adjustments have been made. The recipient was reportedly advised to cease device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. The recipient continues to experience intermittency issues. Revision surgery was under consideration. The recipient will reportedly not pursue revision surgery at this time. The recipient is reportedly an inconsistent user of the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.